Event description:
Customer reportedly received results of 200 mg/dl and 88 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer states she does not know which compact plus system produced the discrepant results. Reference medwatch report (B)(4), (B)(4), and (B)(4) for the subsequent suspect devices. Will not be returned to manufacturer.